Event description:
It was reported that the patient had a heart transplant procedure. During the procedure, the electrode was cut. Since the therapy had been programmed off for the procedure, the doctor elected to leave it programmed off and will explant the system later. Now, the pulse generator is beeping. Technical services advised how to program the beeping off. This was done successfully. There were no additional adverse patient effects. The system remains implanted.